Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose, severe nausea and side pain radiating across her stomach for over a week. Customer stated that the physician ran many tests on her, but found little cause of the problem. No further info was provided.